Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and dropping pacing impedance. It was noted that on fluoroscopy, there were no indication of lead integrity issues. The physician decided to do a lead revision, however, the vein was occluded. Thus, a whole new device system was implanted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicates that the impedance was low out of range.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and dropping pacing impedance. It was noted that on fluoroscopy, there were no indication of lead integrity issues. The physician decided to do a lead revision, however, the vein was occluded. Thus, a whole new device system was implanted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicates that the impedance was low out of range.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and dropping pacing impedance. It was noted that on fluoroscopy, there were no indication of lead integrity issues. The physician decided to do a lead revision, however, the vein was occluded. Thus, a whole new device system was implanted. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.